Event description:
The customer reported that he was treated by the paramedics for low blood glucose levels between 30 and 40 mg/dl. The customer did not provide further information as the event was over a year ago. The customer had initially called to report a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.